Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received prialt (25mcg/ml, 8.38mcg/day) in an implantable pump for non-malignant pain. An empty pump alarm occurred. The pump was interrogated on (B)(6) 2016 and the message was noticed. The pump was last refilled on (B)(6) 2015. The patient was previous discharge from their previous physician (missed refill yes/unknown). The patient was waiting to have to pump removed, but the hcp was wondering if the pump should be refilled with saline. There were no reported symptoms. No further information was provided. History: amnesia (following fall in (B)(6) 2016 and coma), psych issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.